Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a loose nose pin in the device due to loctite deterioration. It was determined that the device showed signs of damage that was caused by the sterilization process/immersion during clearing which was failure to follow directions for use. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was observed that the motor device had a leak/tear in hose. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.